Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no repairs in the last 12 months. The customers¿ initial issue was confirmed through the alarm history review. In addition, the device was found to have a motor rate error. The main printed circuit board (pcb) board needed to be replaced. The device was recalibrated and then passed all tests after the performance verification (pvt) testing.

Event description:
The customer returned the product for pump motor drive phase b had bad battery; during device analysis, a motor rate error was identified. There was no reported patient involvement.